Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 34 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned for analysis. An extraction aid was found on the distal fragment. Additionally, further cuts were found along the insulation and the fixation helix was stretched. These damages most likely resulted from the extraction procedure. However, a thorough analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead dislodged during an rv lead extraction. The physician chose to explant the lead. No adverse patient events were reported. Should additional information be received, this file will be updated.